Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies found.

Event description:
It was reported that during the implant procedure the lead impedance was greater than 2000 ohms through the device, but about 1400 ohms through the analyzer. The lead was not implanted. Patient status was reported as "ok". No patient complications have been reported as a result of this event.